Event description:
It was reported to boston scientific in 2008 that a hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography procedure performed on the same day. According to the complainant, "the cutwire on the tome broke." Additional information provided by the complainant revealed that no part of the broken cutting wire was in the patient, precluding any need for retrieval. Reportedly, the procedure was completed with another hydratome rx sphincterotome device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The lot number of the device is unknown, therefore, the device manufacture date is unknown. The suspect device has been returned, but the device evaluation is not complete. The cause of the reported event has not been determined.